Manufacturer narrative:
H3, h6; a medtronic representative went to the site to test the equipment. No hardware was replaced and the system then passed testing. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information as received. It was reported that after patient images were received, the manufacturing representative (rep) was able to do an image analysis. It looked like there were primarily three attempts to register the patient. Each of the registration attempts looked like it ran into a variety of issues that indicate poor trace method and a scan that likely did not accurately depict the patient at the time of the surgery. From the images below, you could clearly see sections where the trace points were below the skin or floating in space. This indicated that ether the patients skin had moved or the surgeon was pressing into the patient very hard. You could also see that on at least two of the attempts the patients nose was hardly use or ignored entirely and the trace pattern used very little unique landmarks or anatomy. This, in addition to the bread swaps of the trace, would make it less optimal or even inaccurate if it wasn't able to correctly orient to the patients anatomy. The key takeaways here should be that the exam needed to be an accurate depiction of the patient in their current state and the trace must use unique landmarks / anatomy, like the nose, to correctly orient the 3d model to the patient.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the surgeon alleged the system was inaccurate. The site was trying to use fiducials, but two of the fiducials were unusable and smashed by the anatomy. When the patient arrived in the or, three of the fiducials had been pulled off as well. There were only seven fiducials initially, so the remaining were not enough to perform fiducial registration. The site switched to trace, but the patient was on their left side, and it left a minimal area on the patient to trace. The resulting registration had a high inaccuracy and when they went to verify they found the probe was showing on the wrong side of the head. The site re registered but they attempted to use the spots where the fiducials had been pulled off of the patient as if they were still there. The site eventually got a registration acceptable enough to proceed. There was no impact on patient outcome and less than an hour of delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: 2.1.0. (H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.